Event description:
It was reported the patient received the following results within 15 minutes: 6.2 mmol/l with lot.480641 and 16.5 mmol/l with lot.671103.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states emdr with patient identifier (B)(6) is related to emdr with patient identifier (B)(6) .